Manufacturer narrative:
(B)(4). Batch # m55a2n. Additional information was requested and the following was obtained: for clarification, did the device lock out and would not fire? Or, was the device fired, however no staples were deployed? The device fired , but the staples weren't released. The analysis results found that the tcr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrectomy procedure, the charge did not fire the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.